Event description:
The manufacturer received a report from a service engineer, on behalf of the customer, that a trilogy ev300 ventilator failed the diagnostic pre-test for the 3-way solenoid and the aecm valve. No patient harm or injury was reported. Review of the service documentation determined the device failed the system leak verification: pressure drop over 10 seconds test. A repair quotation was provided to the customer for review. The device is currently awaiting further evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.